Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose of 466mg/dl. Customer treated with pump. Troubleshooting found that the cannula was bent and the infusion set had been is use for 3 weeks. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer declined further high blood glucose troubleshooting.